Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4).

Event description:
It was reported that stent dislodgment occurred. During the unpacking of a 2.50 x 38 synergy ii drug-eluting stent, the stent was ripped off the stent delivery balloon after pulling the stent cover. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.:the stent delivery system (sds); was returned for analysis. The stent had detached from the balloon and was returned for analysis. A visual examination of the crimped stent found that almost the entire stent profile was damaged with struts bunched, distorted, stretched and lifted from the stent profile. He product stent protector was returned for analysis with the device and the inner diameter measured and was found to be within specification. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Crimp markings are evident across the length of the balloon wall, indicating that a full crimp was achieved between the stent and balloon. The bumper tip of the device showed no signs of damage. A visual and tactile examination found multiple kinks along the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section found no issues with their profile. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent dislodgment occurred. During the unpacking of a 2.50 x 38 synergy ii drug-eluting stent, the stent was ripped off the stent delivery balloon after pulling the stent cover. The procedure was completed with another of the same device. No patient complications were reported.